Event description:
It was reported to philips that device experiences spontaneous restart with skipping to the basic screen. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Correction of problem code and component code.